Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support reviewed the log file sent by the customer. Log shows alarm 241 (temperature of blower high), alarm 240 (temperature of blower too high) and alarm 316 (blower failure) were triggered. It was seen that the blower temperature reached 139°c. According to technical support, it was likely that the blower was damaged by overheat. After further review of the log files and screenshot of the test done by the customer, technical support assumes that the blower is defective.

Event description:
The customer reported that alarm 316 (blower failure) alarm was triggered during ventilator check after use. There is no patient involvement associated with this event.

Manufacturer narrative:
Device evaluation update: g4, g7, h2, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause was determined as due to user faulty as the end user lack of maintenance/filter exchange combined with not reacting on blower temperature alarms. The customer ordered new blower for replacement.